Manufacturer narrative:
After the stent was delivered, the distal tip was not positioned in small side branch. Besides the reported event, the distal tip was not unraveled or stretched. Other than the reported events, no damages were noticed on any other sections of the devices (stent-kink, bend, fracture, separated, etc), delivery wire (kink, bend, fracture, separated, etc), distal tip for the first product (kink, bend, fracture, separated, etc), and the stent was still within the enterprise system. The aneurysm neck measure 5.77mm. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil embolization procedure assisted with an enterprise vrd stent for an aneurysm of the (ic) internal carotid-top, stent deployment difficulty was reported. The enterprise stent ((B)(4)) was being deployed at the target position, but the distal marker was not deployed although the stent was already deployed more than halfway at the target site. The same thing occurred after some adjustment was attempted, and the enterprise was withdrawn from the patient. It was also observed out of the patient's body that the stent could not be deployed immediately. Another vrd ((B)(4)) was used and the procedure was completed successfully. There was no adverse consequence to the patient. The stent was deployed by withdrawing the prowler select plus str microcatheter, while maintain target site with enterprise delivery system. After the enterprise would not deploy, the delivery system/stent was removed and the microcatheter was kept at the site. A constant and dedicated saline with heparin was maintained through the microcatheter. The enterprise was not stuck in the mc. After removal, neither device (microcatheter or enterprise system) were damaged. After the stent was delivered, the distal tip was not positioned in small side branch. Besides the reported event, the distal tip was not unraveled or stretched. Other than the reported events, no damages were noticed on any other sections of the devices (stent-kink, bend, fracture, separated, etc), delivery wire (kink, bend, fracture, separated, etc), distal tip for the first product (kink, bend, fracture, separated, etc), and the stent was still within the enterprise system. The aneurysm neck measure 5.77mm. One non sterile enterprise vrd and delivery system was received coiled inside a plastic bag. The enterprise stent was received deployed inside of a small plastic bag without any visual damage. The delivery wire was with the introducer tube with the distal section inserted in the introducer. The enterprise stent was observed under a microscope and no anomalies were found. The introducer tube was seated into a lab sample microcatheter hub, it was inspected under microscope and no gaps between the introducer and microcatheter hub were observed. No other anomalies were found. The functional analysis for the reported event could not be performed since the stent was received deployed. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01424296. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported difficulty deploying the stent could not be confirmed since it was received deployed. No anomalies were found with visual and microscope inspection of the returned device. The device did not present any indication of manufacturing defect or anomaly contributing to the event as reported. Although no conclusion can be made, it is possible that procedural factors including vessel characteristics contributed to the event. With review of the product analysis and device history records there is no indication of any relationship of the event to the manufacturing process; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
One non sterile enterprise vrd and delivery was received coiled inside a plastic bag. The enterprise stent was received deployed inside of a small plastic bag without any visual damage. The delivery wire was with the introducer tube inserted in the distal section. The enterprise stent was observed under a microscope and no anomalies were found. The introducer tube was seated into a lab sample microcatheter hub, it was inspected under microscope and no gaps between the introducer and microcatheter hub were observed. No other anomalies were found. The functional analysis could not be performed due the stent was returned deployed. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01424296. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure "stent deployment difficulty- partial deployment" reported by the customer was not confirmed due the stent was received deployed. Visual and microscope inspection show there no anomalies were found. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process; therefore, no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.

Event description:
During a coil embolization procedure assisted with an enterprise vrd stent for an aneurysm of the (ic) internal carotid-top, the enterprise stent (B)(4) was started to be deployed at the target position, but the distal marker was not deployed though the stent was already deployed more than halfway at the target site. The same thing occurred after some adjustment was attempted, and the enterprise was withdrawn from the patient. It was also observed out of the patient's body that the stent could not be deployed immediately. Another vrd (B)(4) was used and the procedure was completed successfully. There was no adverse consequence to the patient. The stent was deployed by withdrawing the prowler select plus str microcatheter, while maintain target site with enterprise delivery system. After the enterprise would not deploy, the delivery system/stent was removed and the microcatheter was kept at the site. A constant and dedicated saline with heparin was maintained through the microcatheter. The enterprise was not stuck in the mc. After removal, neither device (microcatheter or enterprise system) were damaged.